Manufacturer narrative:
Conclusion not yet available, evaluation in progress.

Event description:
The customer reported this lead was capped.

Manufacturer narrative:
Qa is unable to review the device history records for this lead model as it is beyond oscor's 15 year record retention period. The lead was capped as a result of a therapy upgrade implant and will not be returned for analysis. As a result, the allegations against this lead for insulation damage cannot be confirmed. The event will be re-evaluated if additional information becomes available. Additional information was provided indicating the lead was explanted on (B)(6) 2017 along with a system that was explanted due to infection. Per quality assurance procedure regarding final labeling/packaging inspection of all products: all labeling and packaging will be inspected 100%. For lead trays only, shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least ¼ inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. Per instructions for use (IFU), (permanent implantable pacing leads IFU) it informs the user that oscor's medical devices meet all applicable federal regulations governing sterilization prior to being released from our facility. All of oscor's sterilized products have consistently passed biocompatibility tests prior to release in shipment. Based upon our testing of products sterilized in this manner, oscor is confident its products are safe for their intended use. The leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. The pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all due care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts.

Event description:
Additional information received from reporter. Their records indicate this rv lead was capped (B)(6) 2017 due to therapy upgrade in order to be compatible with the newly implanted device. This lead was later explanted on (B)(6) 2017 along with a system that had been explanted due an infection event with an event date of (B)(6) 2017."